Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer reported that the insulin pump required a rewind and they were able to do it. Customer stated that they performed self test. Insulin pump did not pass self test and gave hardware low level failures. No harm requiring medical intervention was reported. The device will not be returned for analysis.